Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, nerve damage, foot drop, femur fracture, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-01579/-01580/-01581/-01582).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, nerve damage, foot drop, femur fracture, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a revision on (B)(6) 2009 due to pain. Operative report further noted the presence of a loose femoral stem and evidence of fibers and growth on the cup. All components were removed and replaced with competitor components.